Event description:
It was reported that pump experienced malfunction alarm with code displayed as malf 0, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction appeared again, which customer acknowledged and understood.